Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 450 mg/dl on (B)(6) 2018 at 11:30 am. Customer was vomiting. Blood glucose value when admitted to hospital was 387 mg/dl. Customer blood glucose reading for time of the incident was 450 mg/dl. Customer current blood glucose reading was 110 mg/dl. Customer was using within 48 hours of reported high blood glucose reading event. Customer was treated with manual injections. The name of the hospital is (B)(6). The reporter name is self. The reporter phone number is unavailable. Customer did not perform carelink upload. Customer reports site is changed (B)(6) 2018. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The drive support condition was not mentioned. Customer reported under delivery. Customer did not perform hp test. Products will not be returning for analysis.